Event description:
Medtronic received information that this valve was explanted after transesophageal echocardiography (tee) revealed an intact valve with significant paravalvular leakage. However, intra-operative echocardiography showed much less significant leakage.

Manufacturer narrative:
Results other - device history review found the product met specifications when released for distribution. Conclusion other - cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, all cusps were in the closed position with sufficient depth of coaptation. All leaflets are slightly stiff but flexible. A small abrasion was noted in the lunula of the left cusp, adjacent to the non-coronary left commissure, which appeared to be due to bias wear. Remnants of pannus remain attached to the tissue and base stitching of the left and right cusps. Trace mineralization was found in the host tissue on the outflow rail of the existing sewing ring adjacent to the non-coronary left stent post. Conclusion: unable to determine the exact cause of the paravalvular leak, however, host tissue overgrowth and mineralization may have been a contributing factor. These findings are generally considered a patient related condition. The valve was explanted and replaced without reported adverse patient effects.